Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification(UDI) is not available. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the vertek arm was no longer tightening down fully. There was no patient present.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.